Event description:
It was reported the patient went to the emergency room (ER) diabetic ketoacidosis (dka. The patient's blood glucose levels reached 300 mg/dl. The patient experienced frequent thirst, changes in smell and taste, weakness and nausea. At the hospital, the patient was treated with an intravenous fluids, a urine sample was taken and the patient was prescribed zofran (4mg) every 4 hours as needed for nausea, and cephalexin, (500 mg), 4 times daily and the patient was diagnosed with dehydration. The pod was removed at he ER. The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.